Event description:
(B)(4). Since I've been on essure since (B)(6) 2015 my device was provided by my insurance. I have gained weight I went from (B)(6). My stomach looks like I'm pregnant. I've been diagnosed with fibromyalgia. I have heartburn all the time. My cramps feel like I'm in labor. My bleeding is heavy with clots.